Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt involving access 2 immunoassay system. This is report number one of three. The elevated results were discordant to an alternate methodology. The elevated results were not released out of the lab. There was no report of pt injury. There has been no report of a change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In europe with the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The pt presented with no clinical signs of cardiac disease. The customer collected plasma samples in sarstedt 7.5 ml heparin tubes. The samples were centrifuged at 3,000 rpm (rotations per minute) for 15 minutes at room temperature. Quality control (qc) was within specifications prior to and after the event. Testing at beckman coulter customer product line support (cpls) lab confirmed there is no evidence of heterophile interference in the pt samples received from the customer. The two samples were tested on a third alternative method (abbott) and both were found positive for troponin I for this pt. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to mdrs 2050012-2011-04715 and 04716.